Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd q-syte¿ luer access split-septum stand-alone device, bns the q-syte had a loose connection. The following information was provided by the initial reporter. The customer stated: "during use of the device with a syringe pump, the connection of the q-syte on the main route became loose." Additional information (B)(6)2022: the hcp noticed this loose connection but continued using the product. After a while, the hcp discovered that the q-syte was disconnected.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd q-syte¿ luer access split-septum stand-alone device, bns the q-syte had a loose connection. The following information was provided by the initial reporter. The customer stated: "during use of the device with a syringe pump, the connection of the q-syte on the main route became loose." Additional information 01/19/2022: the hcp noticed this loose connection but continued using the product. After a while, the hcp discovered that the q-syte was disconnected.

Event description:
It was reported when using the bd q-syte¿ luer access split-septum stand-alone device, bns the q-syte had a loose connection. The following information was provided by the initial reporter. The customer stated: "during use of the device with a syringe pump, the connection of the q-syte on the main route became loose." Additional information (B)(6)2022: the hcp noticed this loose connection but continued using the product. After a while, the hcp discovered that the q-syte was disconnected.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs. Bd received 108 sealed units and three photos. Visual inspection of the returned units did not find any damage to the q-syte components. Per bd policy, 20 units were selected at random for testing. The units were tested by connecting an iso standard 10ml luer syringe to the q-sytes. No disconnections or loose connections were observed. As the returned units were within specification, bd was unable to confirm your reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.